Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated. The device was put through extensive testing and the reported malfunction could not be duplicated. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device; the malfunction was observed during review of the device's history logs. However, the reported problem could not be duplicated with the device. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.